Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the air/water nozzle could not be identified and a definitive root cause of the issue could not be determined, however, nozzle deformation/buckling was observed, due to user handling/mishandling, which would likely prevent foreign material from being removed during reprocessing. The event may be prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope had a stuck red valve. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to deformation of suction cylinder, suction valve did not return after being pressed, t-nut is loose, and adhesive on angle rubber wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.